Event description:
Boston scientific received information that this pulse generator (pg) showed a manger rate of 90 and a longevity less then a half a year. A replacement procedure was scheduled, but when the patient came into the hospital a magnet rate of 100 and a longevity of 1.5 years was noted. The minute ventilation sensor was turned off and a new calculated longevity of 2 years was seen. The device replacement was cancelled. The customer wanted to know why there was a discretion in longevity. Premature battery depletion was alleged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
--

Manufacturer narrative:
A response by technical services to the customer suggested that this issue was mostly caused by an invalid charge time measurement which caused the battey gas gauge reading to indicate a lower battery voltage then the actual battery voltage. Technical services also discussed that this issue should be partially rectified with a new software release. Technical services noted that there was no evidence that suggests that the device was depleting prematurely. At this time the device remains implanted.